Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/15/2017 with the following findings: the complaint could not be duplicated with investigation. The keypad buttons were functioning per specification. No damage or defect was found to the button contacts or keypad circuit. A battery compartment crack was observed.